Manufacturer narrative:
(B)(4). The returned sample was analyzed in the laboratory and the leakage at the gas exhaust port was confirmed. The leak was caused due to shrinking fibers in the potting area of the oxygenator which allows the blood to flow out of the potting area and into the gas exhaust port by gravity. When the oxygenator was opened, 10 leaking fibers were found due to insufficient connection to the potting area. A CAPA was opened to investigate this issue since a unfavorable complaint trend was identified. The CAPA determined that the probable causes are that single sections of the diffusive fibers do not get surface treated in the right way by raw material supplier and possible destruction of the effects of the corona surface treatment within in-house production process. (B)(4).

Event description:
On (B)(6) 2012, at the (B)(6) medical center in (B)(6), it was reported that during a ECMO procedure the quadrox-I beq-hmod 70000 oxygenator (lot number 70079205) developed a fiber leak causing the unit to leak blood out of the casing. The oxygenator was replaced and the procedure was completed. There was no patient impact. (B)(4).